Manufacturer narrative:
P-cap locked in place properly during testing. Device received with cracked battery tube threads, faded serial number label and cracked keypad at select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 452 mg/dl. Customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer stated that insulin pump was not working due to damaged on it. Troubleshooting was not able to performed for high blood glucose level. The insulin pump will be returned for analysis.